Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested further information was not available.

Event description:
It was reported that the pump channel was not working on multiple pump brains. Replaced fluid side pressure transducer. Although requested further information was not available.

Event description:
It was reported that the pump channel was not working on multiple pump brains. Replaced fluid side pressure transducer. Although requested further information was not available.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 23jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the pump channel was not working on multiple pump brains was not determined because no product or device logs were returned. The reported issue that the pump channel was not working on multiple pump brains could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes.